Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image on the pump and labeling damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open-book error, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the labeling damage, and customer stated that the device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage, the serialized device will be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis, it was determined that moisture damage on the lcd flex connector and electronic assembly lead to constant critical pump error (open book image). The following cosmetic damages were noted: cracked case (battery tube), label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion customer concern of critical pump error alarm (open book image) was confirmed. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.